Event description:
It was reported that the device reached premature battery depletion and there was a question as to whether this normal longevity behavior. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(4) 2012. Two - patient alerts for low battery voltage on (B)(4) 2012 02:15:03 and (B)(4) 2012 02:15:03. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.